Event description:
It was reported that the patient developed an infection. Patient has been placed on antibiotics and was discharged home in good condition.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.